Event description:
On (B)(6) 2011, an attempted interrogation of the device, this lead was attached to, was unable to be performed. A chest x-ray revealed that the lead had dislodged and was almost completely wrapped around the device in the pocket. This device remains implanted.